Manufacturer narrative:
Sheffield pharmaceuticals is investigating this complaint under (B)(4). Evaluation summary: the testing was performed and the results of both the reserve and suspect sample did not identify any issues.

Event description:
Patient stated that the product caused blisters on the roof of her mouth. Adhesive held so hard it was difficult to remove denture and it hurts the roof of her mouth which is bruised and she has a few lesions. She only used adhesive for 1 week before issue occurred. She will seek medical attention.